Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to experience adequate therapy. Patient is on pain medications. Surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned and anchored with butterfly anchors. Intra-operatively, patient had good coverage. Reportedly, patient is stable and recovering well.